Event description:
The customer called to report unresponsive buttons. The customer stated that she cannot access the alarm history due to the keypad anomaly. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a frozen screen due to a broken component on the interface board. Unable to verify the button/keypad anomaly due to the frozen screen. No damage found on the keypad traces.